Event description:
It was reported that the es6 single trigger rotary ran on its own without user activation. The event occured at the end of a surgical procedure. The case was completed without any delay, there were no adverse consequences associated with the device.

Manufacturer narrative:
The device is not being returned to the MFR for evaluation. The device will be investigated by the stryker foreign subsidiary. A follow-up report will be submitted once the investigation is complete. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.